Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during a stenting procedure for treatment of a stenosis in the right sfa via right popliteal artery access, the trigger mechanism became blocked and the vascular stent could not be deployed any further. Reportedly, the tracking path as well as the target anatomy were calcified and the lesion had not been pre-dilated. The delivery system was removed without issue and another stent was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed that the deployment mechanism had been actively used and that the stent could not be deployed due to the breakage of a force transmitting component at the proximal end. The grip was found to be in good condition. Increased friction in the catheter section is considered the reason for increased release force and subsequent deployment failure. Potential contributing factors that could have led to increased release force and subsequent deployment failure have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. Reportedly, the access site was the popliteal artery and the target anatomy and the tracking path were calcified. The lesion had not been pre-dilated which may be another contributing factor. The reported event also may be use-related as rough handling of the device can lead to deformation and subsequent friction increase. In this case, no obvious deformation of the system was found. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Furthermore, the IFU states: "gain femoral access utilizing a 6 f (2.0 mm) or larger introducer sheath." And "pre-dilation of the lesion should be performed using standard techniques."